Event description:
While performing bench repair service for the device, it was identified by an authorized support engineer that the device's capacitor was testing below specifications. There was no patient involvement. The device was sent in for bench repair to be evaluated by a bench engineer. Upon evaluation of the device, the reported issue was confirmed and the cause was traced to a faulty capacitor assembly. The part was ordered. Upon conclusion of the evaluation, it was determined that this was a malfunction of the capacitor assembly. Bench repair replaced the part and the device passed all performance assurance testing. The device remains at the customer site and no further evaluation is warranted at this time.